Manufacturer narrative:
The biomedical engineer (bme) reported that they are seeing sawtooth waveforms in full disclosure which is a feature that is to view historical data for arrythmias, st and other parameters on the central nurse's station. They also mentioned that they are also unable to view the historical data for arrythmias and the date displays as 2/1/1970. The second issue is with the arrythimia recall feature which allows you to view just the historical data for the arrythmias. The arrythmia recall issue is a known issue and nk is working on resolving this issue. However the issue with full disclosure is a separate issue. Nihon kohden technical support (tech support) tried to work with this customer to resolve this issue, but they were uncooperative. They stated that they just wanted the new software fix to resolve the arrythmia recall issue as they believe that will resolve the full disclosure issue as well and was not willing to do any troubleshooting with tech support. No patient harm was reported. Attempt #1: 01/12/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded back and noted not available or unknown. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: 01/12/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded back but did not provide the model and serial number information.

Event description:
The biomedical engineer (bme) reported that they are seeing sawtooth waveforms in full disclosure which is a feature that is to view historical data for arrythmias, st and other parameters on the central nurse's station. They also mentioned that they are also unable to view the historical data for arrythmias and the date displays as 2/1/1970. The second issue is with the arrythimia recall feature which allows you to view just the historical data for the arrythmias. The arrythmia recall issue is a known issue and nk is working on resolving this issue. However the issue with full disclosure is a separate issue. Nihon kohden technical support (tech support) tried to work with this customer to resolve this issue, but they were uncooperative. They stated that they just wanted the new software fix to resolve the arrythmia recall issue as they believe that will resolve the full disclosure issue as well and was not willing to do any troubleshooting with tech support. No patient harm was reported.